Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the certas valve was suspected to be malfunctioning or blocked: the valve was implanted to a (B)(6) year old female patient on (B)(6) 2020 with initial setting of 5. The setting was change to 4 on (B)(6) 2020. The patient was symptomatic (unknown symptoms). The flow studies concluded there was a blockage of the shunt and surgical intervention was required. The ventricular & distal catheters were deemed to be patent and surgeon could not prime the valve and blockage was suspected. The valve was explanted on (B)(6) 2020 and replaced with new certas plus.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, refux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions issues were noted.